Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ureteral catheter tip was found to be broken when inspected. The issue occurred during receipt inspection. There were no reports of patient involvement or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an outside force caused the tip to be squished and shear. However, a definitive root cause of the damage was not confirmed. Olympus will continue to monitor field performance for this device.